Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complication experienced by the patient. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. In addition, the specific type of 8 mm optical obturator involved with the reported event is unknown. Therefore, the part , lot , and 510k of the 8 mm optical obturator is unknown. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient was found to have sustained a hematoma after insertion of an 8 mm optical obturator. However, at this time, the root cause of the operative complication is unknown. There was no allegation that a malfunction of the da vinci surgical system occurred.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the patient sustained a retroperitoneal injury during first insertion of an 8 mm optical obturator. In order to confirm that the injury did not involve the aorta, the surgeon made the decision to convert to open surgery. After the conversion to open surgery was performed, it was determined that the patient had a hematoma due to an unspecified injury to a small vessel. No further clinical information was provided.